Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 78015ud00. Labeling review concludes that the issue is adequately addressed. In-house accuracy testing of a retained kit of lot 78015ud00 was completed. All specifications were met indicating the lot is performing acceptably. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I reagent lot number 78015ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a male patient. The following data was provided (customer provided male cutoff is >30 ng/l): (B)(6) 2025: initial results on both instruments were 50 ng/l, repeat results on both instruments were 12 ng/l the discrepant results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a male patient. The following data was provided (customer provided male cutoff is >30 ng/l): (B)(6) 2025: initial results on both instruments were 50 ng/l, repeat results on both instruments were 12 ng/l the discrepant results were not reported out of the laboratory. No impact to patient management was reported.